Event description:
The field service engineer reported a pump that "would not turn on." It is unknown when this problem occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of the "pump would not turn on" was confirmed. Inspection of the device found the batteries to have eighty two discharges below their alarm threshold. The pump's main batteries were damaged and therefore, the batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under mdq-CAPA.